Event description:
Patient reported there is a black line down the middle of the screen of the blood glucose monitoring device. Patient stated the batteries are only lasting 4 days and the measurement results are not affected. Preliminary evaluation on (B)(6) 2014 showed display failure; verified display malfunction which might lead to the misinterpretation of a blood glucose result or the misinterpretation of insulin amounts. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
Iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the last digit of the result during the simulation test; therefore, misinterpretation of blood glucose and bolus is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing. Iu observed that the meter#s serial number is above that has been known to have display issues. Iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the last digit of the result during the simulation test; therefore, misinterpretation of blood glucose and bolus is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu allowed the meter to sit aside for a few minutes and then attempted to power the meter on again with the on/off button. Iu observed that the meter powered back on without difficulty or delay, no defects were observed. Iu did not observe the meter powering back on in time/date mode. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu examined the battery compartment. Iu observed that the meter#s surface material on the battery contacts show no signs of being worn, contaminated or bent. Batteries fit securely in the compartment, no malfunctions or abnormalities were observed. Failure analysis indicated that the meters capacitor (c51) was defective causing the power failure. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. Failure analysis reported that this meter was manufactured after lcd improvements were implemented. These product / process improvements were put into place to reduce the occurrence of this type of defect. The customer's allegations of display defect and high battery consumption were observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customers allegation. Test and inspection of the returned complaint device identified a material nonconformance or failure related to the allegation.